Manufacturer narrative:
(B)(4).

Event description:
Clarity shows that my cgm has only worked about 50 percent of the time. It loses connection numerous times during the day. Preferred contact time: 11:00 am - cst. This sr is to document additional unknown dates and times and length of signal loss. (B)(6), (B)(6) 2020, signal loss, (B)(6) 2020, (B)(6), signal loss.

Manufacturer narrative:
(B)(4).

Event description:
Na.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed.